Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: call service 78-0008 alarms observed in pump history. During rewind pump gives call service 78-0008 alarm. Investigators were unable to perform steps 21 and 22 due to recurring alarm. The pump was opened and moisture damage found on pcb. Battery compartment is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.